Event description:
Sureform stapler 45 only partially fired across a vessel during a lung resection. Error message on screen stating tissue was too thick. Stapler was taken out of patient and removed from the field. All packaging saved from stapler. Ref: 480545, lot: k17260423, exp: 04-30-2029.